Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and reviewed stored data. Ts noted the patient had a low amplitude for their rhythms r-wave and that there was oversensing of noisy signals. Ts recommended further in clinic examination to check systems position as well ensure no therapy was delivered due to the previously mentioned oversensing of noisy signals. This device remains in service. No additional adverse patient effects were reported. At a later date, further in clinic examination was performed and the device had its sensing settings and sensing vector set to the primary sensing vector to address the low amplitude and oversensing of noisy signals, with the noise no longer oversensed. Ts was consulted and discussed programming options, with x-ray imaging recommended. X-ray imaging was performed and the images were reviewed by ts, with no issues noted. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and reviewed stored data. Ts noted the patient had a low amplitude for their rhythms r-wave and that there was oversensing of noisy signals. Ts recommended further in clinic examination to check systems position as well ensure no therapy was delivered due to the previously mentioned oversensing of noisy signals. This device remains in service. No additional adverse patient effects were reported. At a later date, further in clinic examination was performed and the device had its sensing settings and sensing vector set to the primary sensing vector to address the low amplitude and oversensing of noisy signals, with the noise no longer oversensed. Ts was consulted and discussed programming options, with x-ray imaging recommended. X-ray imaging was performed and the images were reviewed by ts, with no issues noted. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and reviewed stored data. Ts noted the patient had a low amplitude for their rhythms r-wave and that there was oversensing of noisy signals. Ts recommended further in clinic examination to check systems position as well ensure no therapy was delivered due to the previously mentioned oversensing of noisy signals. This device remains in service. No additional adverse patient effects were reported.